Event description:
A report was received that the patient lost stimulation and was experiencing discomfort at the lead incision site. X-ray was taken and showed that the lead had migrated. The patient underwent a lead replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Sc-8336-70 (sn: (B)(4)). Device evaluation indicated that the ipg passed all tests performed.

Event description:
A report was received that the patient lost stimulation and was experiencing discomfort at the lead incision site. X-ray was taken and showed that the lead had migrated. The patient underwent a lead replacement procedure and was doing well postoperatively.